Event description:
It was reported that the patient is experiencing pain in the front of the thigh on the left side. The pain began around (B)(6) 2012. The patient is scheduled for an MRI and blood tests on (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.